Event description:
It was reported that the insulin pump shut off on its own. Troubleshooting was performed and the alarm history registered an alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.